Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited alarmed. The continuous reservoir empty in 15 hours and 58 minutes. Reservoir volume was at 35.1 ml, rate was 2.2 ml/hour and the green light was flashing. Medication was 5-fu. The pump began to alarm, and the screen read "check for empty tubing or reservoir. Troubleshooting was performed but the alarm persisted. There was a patient involvement, no patient injury was reported.